Manufacturer narrative:
Eval, results: corner cover cracked; mattress fluid infiltration.

Event description:
It was reported by service report that the loose side rails/broken foot corner covers and the mattress had fluid infiltration. No pt involvement or adverse consequences are reported.